Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The fse did find that the nibp and co2 required calibrations. After they performed the calibrations, the device passed all operational tests. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device continues on standby, the indicator displays an 'x' and the AED cannot be used. There was no patient involvement.